Event description:
It was reported that this pacemaker exhibited ventricular undersensing resulting in overpacing. Boston scientific technical services (ts) was consulted and noted this device is programmed with rythmiq on. Additionally, boston scientific technical services (ts) discussed low amplitude as the reason for the undersensing. Reprogramming options were discussed with the health care professional (hcp). No adverse patient effects were reported. At this time, this device system remains in service.